Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user inquired about using the safety guard to cover the contact detach anchor site and was informed it is acceptable. The user also reported experiencing a low blood glucose (bg) event, which was corrected with glucose tablets and peanut butter. The lowest blood glucose (bg) recorded was 46 mg/dl. The user's reported symptoms during the event included disorientation. No medical intervention was reported at the time of call.